Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported during troubleshooting a liberty select alarm of observing fluid leaking inside the cycler cassette door. The patient was advised to discontinue use of the cycler and to contact the clinic nurse. Additional information was solicited and received. The patient did not experience any complications as a result of the alleged event. The patient was prescribed prophylactic antibiotics and treatment was completed with continuous ambulatory peritoneal dialysis. Additional information was solicited.